Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that a piece missing out of the battery chamber. The customer stated that there is scratches on screen and on the body of the pump. The customer stated that she gets an alarm and then she looks at the screen and nothing is display.